Event description:
It was reported that during an attempt to position the stent delivery system in the lesion, the stent separated from the device in the coronary artery and was successfully retrieved with a snare device.